Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the patient started to recharge her stimulator because it quit working. When she turned it on she had about a quarter battery left, but when she hit the start button on the side it came up with the call your doctor icon and power on reset (por) message. There were no falls/trauma reported that could have been related to the issue. It was noted that the por was informational. The steps to clear the por with the patient programmer were reviewed and clearing the por was successful. Therapy was turned back on and was adequate. The patient confirmed that the device turned back on and that she was able to charge. The patient was to call back if she had any problems. It was noted that the patient went to a pain management doctor who did not manage the manufacturer¿s devices, but the patient had a manufacturer representative that she saw. No further complications were anticipated.